Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the touch frame printed circuit board (pcb). Covidien was not authorized to service the device.